Event description:
The consumer called to report that screws fell off from the section where the lift lowers and raises. She also mentioned that they have been using their own screws to hold the lift in place. There is a potential for injury because missing screws compromises the stability and safety of the hydraulic lifts. However, no injury was reported.